Manufacturer narrative:
Insulin pump received with ghosting display due problem isolated to lcd board. No blank display noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer reported via phone call that the display was blank. Customer reported she was setting a temp basal and pushing the esc or act button would cause the display to disappear, the display would return when it was back to the home screen. Customer's blood glucose was 82 mg/dl. Customer tried to place a new battery in the device and then the device alarmed 5 beeps and showed a closed circle on the screen with the battery icon but no time and reservoir icon. Customer reported there were a crack on the top right of the screen and another crack on the bottom part of the reservoir window. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.